Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service check. The cse ran water pressure maintenance (pm) test, which passed. The cse checked the sample probe, the reagent probe, the water probe, and the substrate. The cse ran 20 replicates of quality control, resulting within specifications. He then ran 20 replicates of patient samples, all generating acceptable results. The cause of the discordant, falsely low e2 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low estradiol (e2) result was obtained on a new sample draw from one patient on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s), as it did not match with the patient's previous result. The new draw was repeated on the same instrument, resulting higher and matching the patient original result, and clinical profile. The repeat result obtained on the new draw was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol result.